Event description:
It was reported to philips that geometry error on the monitor. The device was in clinical use at the time of reported event. The procedure was aborted, and patient was moved to another room. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the coronary procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files by the rse indicated that the host pc was unable to communicate with the geo ipc due to it not booting up properly. A philips field service engineer (fse) inspected the system onsite and was guided by the rse to reload the software on the geometry pc. Fse reloaded the software on the geometry pc. After reloading the software on the geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.